Event description:
It was reported that a cerebral vascular accident (cva) and closure device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. Seven hundred sixty (760) days post index procedure, the patient experienced a cva. A leak around the closure device was then identified on computed tomography (CT) and transesophageal echocardiography (tee). The patient fully recovered following this event. A future plugging of the closure device is being considered by the site.

Event description:
It was reported that a cerebral vascular accident (cva) and closure device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. Seven hundred sixty (760) days post index procedure, the patient experienced a cva. A leak around the closure device was then identified on computed tomography (CT) and transesophageal echocardiography (tee). The patient fully recovered following this event. A future plugging of the closure device is being considered by the site.